Event description:
It was reported that during a da vinci si hysterectomy procedure the tip on the mega suturecut needle driver instrument broke and fell into the patient's abdomen. The surgeon attempted to find the tip robotically, but the tip could not be located. An x-ray of the patient was taken. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Since the instrument will not be returning for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. On june 20, 2012, (B)(6) hospital informed intuitive surgical that the patient has not developed any complications.